Event description:
This is a report of a patient who passed away. The caregiver reported that the patient was connected to the homechoice for therapy at the time of death. It was reported that the cause of death was a cardiac arrest. No autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Return procedures for the device have been initiated. Upon receipt, an evaluation will be performed to investigate the event. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing. A review of the device event log revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events. There were no issues identified during review of the service history and device history. Evaluation of the device revealed no failures or malfunctions that could have caused or contributed to the patient death. Should additional relevant information become available, a supplemental report will be submitted.